Event description:
It was reported, that the pump touch screen was delayed in responsiveness. Customer's blood glucose (bg) was 400 mg/dl. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received, and evaluation is performed. H3 other text: device not returned.